Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1905197. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-06. Medical device lot #: 1905203. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd emerald¿ syringes from lots 1905197 and 1905203 had misaligned scale markings. When a syringe was placed in the "syringe protection/guard", the scale on it could no longer be seen through the window of the syringe guard/shield during use. The following information was provided by the initial reporter: "there are two lot-numbers that no longer works in the ¿syringeprotection/guard¿. They haven´t used the syringes but when they put the syringe in the ¿syringeprotection/guard¿ they can no longer see the scale through the window of this syringeguard/shield. They thought there were something wrong with the syringeshield and contacted that company first, but there were no change on their product. Then yesterday, 2 march, they understood there must be something wrong with the syringe (emerald)." "The customer have discovered that the print on the syringe are not on the same place as before. The customer use lead shield. And with this batch they are not able to see the printed scale in the window of the shield."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot numbers 1905197 & 1905203. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this incident, three physical samples were returned for evaluation by our quality engineer team. Upon review of the returned sample belonging to lot number 1905197, the scale markings were observed to be lopsided a few degrees to the right. Upon review of the returned sample belonging to lot number 1905203, the scale markings were also observed lopsided to the right. A sample was also returned for lot number 1809398, which revealed no scale defects, as noted by the customer. It has been determined that this incident resulted from a misalignment in the barrel printing equipment. Based on the current inspection processes in place, it is believed that this incident has an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will continue to monitor the production process of signs of this potential defect.

Event description:
It was reported that an unspecified number of bd emerald¿ syringes from lots 1905197 and 1905203 had misaligned scale markings. When a syringe was placed in the "syringe protection/guard", the scale on it could no longer be seen through the window of the syringe guard/shield during use. The following information was provided by the initial reporter: "there are two lot-numbers that no longer works in the ¿syringeprotection/guard¿. They haven´t used the syringes but when they put the syringe in the ¿syringeprotection/guard¿ they can no longer see the scale through the window of this syringeguard/shield. They thought there were something wrong with the syringeshield and contacted that company first, but there were no change on their product. Then yesterday, (B)(6), they understood there must be something wrong with the syringe (emerald)." "The customer have discovered that the print on the syringe are not on the same place as before. The customer use lead shield. And with this batch they are not able to see the printed scale in the window of the shield."